Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the internal flow sensor failure due to environmental debris. The device's flow sensor was replaced to address the issue.